Event description:
It was reported that during routine device change-out, the new device entered backup vvi after external defibrillation was delivered due to an unsuccessful induction test. Device code download was successfully performed. Device was re-interrogated, and low hv lead impedance was observed. The lead was explanted and replaced.